Event description:
It was reported there is rate inaccuracy, "168" @ 60 bpm. The device was returned for repair. No patient involvement or complications were reported.

Event description:
It was reported there is rate inaccuracy. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the interconnect flex was out of electrical specification. The upper/lower cases were broken and the ring was bent. The high rate cover was out of specification (dent in the cover) and the battery drawer was out of specification (hole in the cover).

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action has been initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.